Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition while in the low or high volume setting. During set-up prior to pt use, the device did not sound an audible alarm tone during an alarm condition. The device was removed from clinical service. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone while in the low or high volume setting. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)